Event description:
Customer's mother reported that customer was hospitalized due to high blood glucose levels. Trouble shooting for high blood glucose levels was performed. Customer did not report anything wrong with the device during trouble shooting. Advised the customer to change the entire the set, reservoir, insulin, and treat per doctor's instructions. Customer high blood glucose level was at 504 mg/dl. No further information to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.